Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the small battery drive device produced sparks and a lot of smoke and was smelling of burn was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not run-electrical control unit damaged. It was further determined that the device failed pretest for check function of device and check power with power test bench. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery casing device, (B)(6) 2021. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
This is report 1 of 2 of the event. It was reported from (B)(6) that during pre-surgery, while the surgeon was preparing the devices for the procedure, it was discovered that the small battery drive device stopped working while in use with the battery casing device. According to the reporter, when the surgeon put the battery device inside the motor device, it produced sparks and a lot of smoke and was smelling of burn. After that, the motor did not turn on anymore. Another battery device was tried, however the device still did not work and it was smelling of burn. It was noted that biomed did not know if the problem was coming from the small battery drive device or the battery casing device so both devices will be returned. However, additional information was received indicating that the battery casing device would not be returned for further investigation. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed if additional information should become available, a supplemental medwatch report will be submitted accordingly.